Event description:
See initial.

Manufacturer narrative:
The final laboratory report has been provided. Through the final report livanova deutschland learned that the device was contaminated with mycobacterium chimaera.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that the device was cleaned regularly per the IFU. The device is placed inside the operation theater during use with the fan of the device positioned opposite to the patient with an estimated distance between the surgery field and the device of 2 meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with acid-fast bacillus. The lab report has been supplied. There is no known patient involvement.